Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in canada, it was a case of an implant of a 23mm sapien 3 ultra valve, in aortic position by transfemoral approach. During the procedure, the valve was deployed with a mild paravalvular leak, as it was undersized by 1%. It was then decided to re-cross with a safari wire and perform a double tap with the same balloon. Following this, the patient developed severe central regurgitation. Hemodynamic instability was observed, resulting in CPR. Consequently, a second valve was successfully implanted, and the patient recovered, remaining in stable condition. The perceived root cause of this event was damage to the valve, either from re-crossing with the safari wire or performing the double tap.

Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it remains implanted. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis . According to the technical summary, the IFU, current risk mitigations, including design and manufacturing controls, and training manuals have been reviewed. No inadequacies have been identified regarding warnings, contraindications, or the directions and conditions necessary for the successful use of the device. Through extensive complaint investigations, central regurgitation events post-deployment with or without report related to leaflet mobility for the s3, s3u, and s3ur valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient and/or procedural factors (malposition, slow recovery of blood flow, leaflet impingement due to calcification or guidewire, over-inflation, post-dilation, and/or under-expansion). The complaint for central regurgitation was empirically confirmed based on the information provided. Available information suggests that procedural factors (valve post-dilation) likely contributed to the event as per information provided the central regurgitation appeared when valve post-dilation was performed with the commander delivery system balloon. Deploying the valve using more than the prescribed volume or attempting a second inflation may result in inability for the valve leaflets to properly function. The increase in valve diameter due to overinflation or post dilation may prevent proper motion of the thv leaflets resulting in thv regurgitation. Additionally, per the training manual, central regurgitation is an associated risk of post-dilation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.